Event description:
As reported, pt had an implanted valved PICC device which was removed on (B)(6) 2012 due to leakage. When removed, a slit/tear was noted at the 8cm mark. No complications to the pt were reported. The used device has been returned to navilyst medical for eval. Navilyst medical is also attempting to obtain additional info regarding the length of time the device had been implanted and other details for the event.

Manufacturer narrative:
Although the device from the reported event has been returned to navilyst medical, the device eval had not yet been completed. Upon conclusion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).